Event description:
It was reported that this pacemaker reverted into safety mode. The device was found in safety mode during a routine interrogation. Technical services (ts) recommended urgent device replacement due to the risk of potential oversensing and pacing inhibition. No adverse patient effects were reported. This pacemaker remains in service.